Event description:
Patient representative reported right side "intense muscle pain and fatigue throughout your body, in addition to various inflammations and, consequently, decreased vitality. After daily complaints of breast pain, an imaging exam of the breasts was performed, and identified capsular contracture in the implants, foci of altered permeability in the right implant (water-droplet), silicone-induced granuloma, pericapsular edema formation, and an inframammary nodule measuring 0.8 x 0.5cm. Moreover, in view of the other symptoms developed after the implants, such as headache, migraine, skin lesions, fatigue and immune disorders, the patient has recently discovered, as asia syndrome. Also, the recall was mentioned." The events of headache, migraine, inframammary nodule measuring 0.8x0.5cm, muscle pain, fatigue throughout the body, immune disorders, decreased vitality, and lactose intolerance are not device related. Patient undergone total capsulectomy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma, rupture, seroma-late, inflammation/irritation, anxiety-product/procedure, skin rash/dermatitis, edema.